Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, when starting up the imaging system the gantry would not move in any direction and the door would not open. Restarting the imaging system did not resolve the reported issue. Restarting the imaging system and viewing station of the imaging system allowed gantry motion. No additional information was provided. There was no patient present when this issue was identified.